Event description:
The clinician reports the implant was inserted on (B)(6) 2023 in ada 6. On (B)(6) 2024, loss of osseointegration was verified. Patient presented with poor oral hygiene and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, mobility and bleeding. No further patient complications were reported.